Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became damaged. Reportedly, the area of the cable which connects to the pump charging port was bent. There was no reported impact to the customer's blood glucose level.